Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead explanted due to low defibrillation impedance. The patient was stable throughout the procedure. Further information was requested but not received.

Event description:
Additional information received indicated that the physician implanted a new lead during the procedure on (B)(6) 2021.

Manufacturer narrative:
Internal insulation abrasion was noted at23.2-24.1 cm from the distal tip. The etfe coating was abraded this location. This is consistent with the observation from the field of low defibrillation.

Manufacturer narrative:
The reported events were low defibrillation impedance, noise, failure to deliver shock/stimulation, and lead fracture. As received, a partial lead (only the distal portion) was returned in one piece. The reported event of low defibrillation impedance was confirmed. Visual inspection found internal insulation abrasion that breached the rv lumen and exposed the rv cables were found at 23.2 cm to 24.1 cm from the distal tip, and the etfe coating of one rv cable was also abraded at this location exposing the right ventricle cable. The cause of the reported event of low defibrillation impedance was due to exposure of the right ventricle cable at the abrasion zone beneath the superior vena cava shock coil. The reported events of lead fracture and noise were not confirmed.

Event description:
Additional information noted several more complications with the right ventricular (rv) lead and the patient. They are as follows: it was reported that the patient presented with atrial flutter (a fib) causing a rapid ventricular response (rvr). This led the implantable cardioverter defibrillator (ICD) to misinterpret this signal as a true arrhythmia. A shock was about to be delivered, but due to low defibrillation impedance on the rv lead, the shock was aborted. There was also noise present on the rv lead. The a fib with rvr persisted, which eventually led the ICD to deliver two inappropriate shocks. The patient then developed a true arrhythmia which the ICD delivered anti-tachycardia pacing (atp) for but was unsuccessful in converting the rhythm. It was noted that the arrhythmia was short-lived and self-terminated. The patient also reported symptoms of dyspnea, congestive heart failure, and hypertension. Due to the electrical anomalies, it was suspected that the rv lead was fractured. The rv lead was replaced successfully, and the ICD was upgrade from a single chamber device to a dual chamber. The patient was stable throughout the procedure.